Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 236 mg/dl. The insulin pump is malfunctioning when doing priming. The troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The patient was advised to return the insulin pump and it is going to be replaced. No further information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.